Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hyperglycemia resulting in a visit to the emergency room and dka diagnosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 30 mmol/l (541 mg/dl) after wearing the pod for 8 hours on the arm. She was taken to the emergency room (ER) at (B)(6) due to hyperglycemia and was treated intravenously with insulin. The patient was held at the ER for approximately 8 hours and was diagnosed with diabetic ketoacidosis (dka). Upon removing the pod it was noted that the cannula was not inserted properly, as it "shot out sideways" when the deployment occurred.